Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had a generator replacement due to misfunction at higher stimulation settings and increase in seizures. Provider reported they could not answer questions regarding these events as the patient has not been seen in clinic. She said patient was supposed to have an appointment months ago but cancelled. Generator was returned for product analysis, but has not yet been completed to date. No other relevant information has been received to date.

Event description:
Surgeon's office later reported that the cause of increase in seizures as secondary to malfunction to vns. They do not know if this is an increase above or below pre-vns baseline. The surgeon believed the device was malfunctioning. He clarified that when he said the device was misfiring, he was referring to painful stimulation. The cause of armpit pain was vns stimulation and also the placement was bothersome to the patient. The surgical intervention was to preclude a serious injury and to prevent seizures. The most current vns settings and diagnostics were not available. Product analysis for the explanted generator was also competed. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. No anomalies were seen, and the device performed according to functional specifications. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
Surgeon's notes were later received which noted patient had their in place that gives her intermittent shocks and is positioned in a fashion that hurts her armpit. After investigation and decreasing stimulation, the generator was determined to be dysfunctioning at higher stimulation settings, but lower stimulation can cause her to have more frequent seizures. The decision was made to revise the generator placement and replace the generator as it wasn't functioning properly. Analysis still has not been completed yet to data on returned generator. No other relevant information has been received to date.